Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The defect reported could not be verified. The following activities were performed service & repair functions. Nothing noted in the service history that could have contributed to the complaint. Attached box label, electrical safety and vapr vue repair record. Could not duplicate the customer's complaint of intermittent operation. Unit was evaluated, many attempts of testing, and diagnostics were made, no problem was found. Badly scratched top plate was replaced. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a shoulder arthrosic surgical procedure, it was observed that the vapr vue generator device would not coagulate. According to the reporter, there was no sound. It was further reported that different wands were tried but still there was no response. It was reported that the ablation worked fine. It was reported that the sales rep plugged in the wired foot pedal to finish the surgery. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.